Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed all components at the wrist are intact. All components functioned properly. Engineering also observed the distal end of the main tube has a 1.25 inch long section, 0.5 inches above the proximal clevis, with various deep scratches concentrated on one side of the tube with minimal material removed. Scratches are not aligned with tube axis, suggesting they may have been caused by inadvertent contact with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the large needle driver instrument was broken at the wrist. No additional information was provided. No patient harm, adverse outcome or injury was reported.